Event description:
It was reported the patient received the following results within 15 minutes: 525 mg/dl and 102 mg/dl. At another time on the same day, the patient received 140 mg/dl and 42 mg/dl within 15 minutes.